Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
((B)(4) 2013) the subject test strips were returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter was evaluated and no error message was observed during control solution tests. Pa unable to duplicate error. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.